Event description:
It was reported that the patient presented for routine follow-up. Review of stored egms revealed inappropriate atp therapy due to oversensing noise. The lead was capped and replaced without complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.